Event description:
It was reported that a minimum fill notification occurred; amount of insulin that the customer had added into the cartridge initially was unknown. There was no adverse impact to the customer¿s blood glucose level. Caller added insulin to existing cartridge and reloaded cartridge onto pump resolving the issue, and successfully resumed insulin delivery.